Manufacturer narrative:
(B)(4).

Event description:
It was reported that device was in backup vvi mode during follow-up. A firmware download was performed, but there was constant noise seen after the download. Low pacing lead impedance and low hv lead impedance were also noted. Programming changes were recommended, and patient will be monitored until device replacement.

Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory. The device was returned in backup vvi. Noise was observed in the stored electrograms. The device was tested on the bench and oscillating voltage due to an anomalous capacitor connection was noted to be the cause of the reported backup vvi.

Event description:
New information received notes that the device was explanted.